Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The customer declined repair of the device, therefore the device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.